Manufacturer narrative:
The referenced device was returned to olympus service. The device was inspected and tested, the reported e433 error could not be confirmed/duplicated. The front panel was found broken on the right side. A review of the device error log indicates the e433 error did occur at the customer site. A software upgrade is recommended to the latest version (12-a). A review of the device¿s repair records show the device was last serviced in december 2017 for a missing volume knob and the software was upgraded (11-a). The legal manufacturer (oste) performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device was sold in november 2016. The root cause of the reported e433 error could not be conclusively determined. However, the error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). Defective motherboard (permanent error). Defective relay (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. Also, in the case of permanent error patterns, it can be assumed that only one component is faulty. Kindly note that multiple failures are rare. However, in case of uncertainty, suspected components should be tested in a test unit. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Event description:
Olympus was informed that the customer high frequency electro-surgical generator unit had an e433 error upon start-up of the unit. The reported problem was found during inspection before use. No death, injury or harm was reported to olympus.